Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level ranging from 45-50 (mg/dl) in the morning. Reportedly, the customer consumed pizza the previous night and believed that the food caused the customer's low bg levels in the morning. To treat the low bg level, the customer consumed carbohydrates. Although multiple attempts were made by tandem technical support to obtain further clarification regarding the cause of the customer's low bg level; no further information was provided by the customer.